Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with an alert for low impedance. Review of the transmission confirmed the low impedance measurements. On (B)(6) 2017 the patient was brought into the clinic for further assessment. Upon interrogation, the right ventricular lead exhibited a loss of capture and sensing, along with low impedance measurements. On (B)(6) 2017 the physician elected to explant and replace the lead. The procedure was completed successfully. The patient was doing fine before, during and post surgery.